Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 unopened pouches and 1 opened. Analysis and results: are no previous complaints of this code batch. (B)(4) units were manufactured and distributed. There are no units in stock. Received two closed samples and one open and used sample with the thread broken. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread broke during suturing of surgery.